Event description:
It was reported that the right ventricular lead was not functioning as expected. No additional information nor patient symptoms were reported. The lead was capped and replaced.

Manufacturer narrative:
.